Event description:
It was reported during device replacement when several attempt to remove the pace/sense connection, one set screw was found broken and it was not possible to remove the lead. As a result, the lead was cut and replaced. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to loosen the set screw was confirmed in the laboratory. The vring set screw was found to be damaged, which resulted in difficulty loosening the set screw.